Event description:
It was reported that the implantable pacemaker recorded three non-sustained ventricular tachycardia (nsvt) episodes since the last device interrogation. The presenting electrogram (egm) shows oversensing on this right ventricular (rv) lead due to noise. The rv lead is programmed unipolar with sensitivity fixed at 3.5mv (millivolts). There were additional nsvt episodes noted with average rates suggestive of noise intervals. Further review of programmed parameters was recommended. The device and lead remain in service. No adverse patient effects were reported.